Manufacturer narrative:
Since the event, the driveline has been replaced again as referenced under MFR report # 2916596-2019-00287.

Manufacturer narrative:
Age of device: the device is approximately 4 years old. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that during a percutaneous lead (driveline) replacement (reported separately), when the technicians attempted to insert the patient's new driveline into her existing system controller, the controller would not allow the driveline to fully insert nor would the lock fully engage. The patient was not symptomatic. The pump remained on, but the driveline could not be inserted fully into the controller. The controller was exchanged and is being sent to the manufacturer for investigation.